Manufacturer narrative:
The company rep examined the system and confirmed the customer reported issue of no phaco from either connection. The company rep replaced the u/s (ultrasonic) controller printed circuit board (pcb). The system was then tested and met all product specifications. Preventive maintenance was performed. The u/s controller pcb has been rec'd and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported the system would not recognize the handpiece during a procedure. The system was switched out and the case was completed. There was no pt harm reported.